Event description:
The pt received her scs ipg on (B)(6) 2008. It was reported that the pt has stimulation but is having to charge every 17 hours for 3-4 hours each charging session. She is losing stimulation prior to each recharge. The pt used to recharge every 3-4 weeks. The pt was sent a charger to help resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.